Event description:
Account reports they are getting erratically low hdl, triglyceride and co2 results. The incorrect results were not reported. The field service rep found the gear pump failed and repaired the instrument by replacing the pump.